Event description:
A report was received that the patients pocket site had opened with a visible drainage. The patient was prescribed with antibiotics and after a follow-up appointment, the physician confirmed that there was much improvement and the patient was advised to continue taking antibiotics.